Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject rigid video scope device turned off during operation. There was no harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9. H2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g4. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Additionally, the heater flex board of the insertion section was broken and therefore was not heating properly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: heater flex board of the insertion section was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject rigid video scope device turned off during operation. There was no harm or injury reported.